Manufacturer narrative:
(B)(4). Batch # ni. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that, ¿the product broke off and the blade went into the patient chest.¿ where it was referenced ¿the product¿ is the referencing the knife blade only? If no, please provide additional detail as to what other part of the product broke. Was the blade retrieved from the patient? Will all pieces from the device be returned? If no, were they discarded?

Event description:
It was reported that during an atypical lung resection procedure, during the actioning in the return phase, the product broke off and the blade went into the patient chest. A like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n56x0c. The analysis results found that the ntlc75 instrument (b) was received with no apparent damage and with a cartridge reload loaded in the instrument. The cartridge reload was received fully fired and with the swing tab in the locked position. In addition three additional cartridges were received c, d, fully fired, and with the swing tab in the locked position. Cartridge e, fully fired, and with the swing tab in the locked position, knife broken off and missing. However no conclusion could be reach as to how the damage on the cartridge occurred. The instrument was tested for functionality with a test cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.